Manufacturer narrative:
UDI= (B)(4).

Event description:
A report was received that the patient developed an infection at the ipg site which was located at the right abdomen. Symptom was drainage at the site. The patient was prescribed antibiotics.

Manufacturer narrative:
Additional information was received that the patient underwent an ipg revision procedure due to suspected infection. The physician noted that no purulent material was evident when the ipg was remove from the pocket but they found a well-formed tract of granulation tissue that was excised by the physician. The ipg was re-implanted in the subcutaneous pocket without any traction on the incision line. The patient was doing well postoperatively.

Event description:
A report was received that the patient developed an infection at the ipg site which was located at the right abdomen. Symptom was drainage at the site. The patient was prescribed antibiotics.